Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system could not be started, hence exposure was not possible. The system log fiel was checked and troubleshooting found that the cooling unit oil pump switch was open. The fse re-filled oil and closed the switch to solve the issue. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.